Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an e117 (charge couple unit failure) error was not confirmed. In addition, an e116 (camera control unit malfunction) error was displayed. The visual inspection did not present any abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, an e117 (charge couple unit failure) error occurred with the otv-s400 after turning on visera 4k uhd xenon light source. The event occurred during preparation for use. After switching to an otv-s300, the therapeutic laparoscopic rectal resection was continued and completed. There was no patient harm associated with this event. Related patient identifier:(B)(4).